Manufacturer narrative:
The product has not been received at the aus site for evaluation and photographs were not provided, so the reported event could not be confirmed. The following investigative actions were performed. Complaint history review: the complaint history review identified similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. As the device has not been received for evaluation, a definitive root cause could not be determined. As the product lot number was not provided, a determination of whether the device met manufacturing specifications could not be made. The complaint alleges no injury to the patient nor a delay during surgery. It was determined that the device likely contributed to the reported event as the most probable cause of the failure was wear and damage due to normal use. The fin-lock sizer is a reusable instrument expected to be used across multiple surgeries. The sizer is held by the angled handle; when the sizer is in the appropriate position on the glenoid, a guide wire is inserted into the bone through a cannula in the angled handle and the peg of the sizer. This action may subject the peg of the fin-lock sizer to significant force. Therefore, the plastic peg of the sizer may fail after prolonged use or if subjected to excessive force. This probable cause is supported by similar previous complaints. Based on this investigation, the need for corrective action is not indicated as no non-conformances or manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Event description:
It was reported that, during shoulder surgery, the tip on a fin-lock sizer. M broke outside of the patient on back table. Surgery was resumed, without any delay, with the same device. The patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: case (B)(4).